Event description:
A registered nurse called in to medtronic navigation technical service and reported that the surgeon was unable to navigate the passive planar blunt probe during a cranial tumor resection case. The probe, frame and crosshairs were all green, but there was no anatomy displayed on the screen. They were unable to navigate the instrument after registration and going sterile. They noticed that the vertek arm was loose and had moved during the draping of the patient. Medtronic technical services representative informed them that the patient would have to be re-registered. Re-registering was not an option at this time. The procedure was continued without navigation. The registered nurse declined to provide patient information. No harm to the patient was reported.

Manufacturer narrative:
The site has not chosen to replace the vertek arm.